Event description:
During a resuscitation attempt, ambulance personnel attempted to administer a shock to a person using the device with hard paddles. The device allegedly failed to deliver energy to the patient. The attending physician next attempted to use the therapy cable with dispoable defibrillation electrodes. When the therapy cable was connected to the device, a connector pin became bent and use of the therapy cable was inhibited. There were no reports of any adverse affects to the patient related to device use.